Event description:
While conducting preventative maintenance, a technician discovered that the brakes did not hold on this bed. There was no patient involvement in this event.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician adjusted the casters in order to resolve the problem.